Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced pain and discomfort and the device was removed. The device was not returned for eval.

Event description:
Add'l info rec'd indicated the pt was also noted to be incontinent and experienced urinary retention prior to sling removal.